Event description:
It was reported that this implantable pacemaker device exhibited an atrial intrinsic amplitude out of range with history of paroxysmal atrial fibrillation (af). Presenting electrogram (egm) showed that there was a regular atrial flutter, small af which looked like a noise, undersensing atrial pacing and ventricular pacing. Boston scientific technical services (ts) discussed option of addressing or monitoring the atrial flutter, af, right atrial (ra) undersensing. As of this time, this device remains in service. No adverse patient effects were reported.